Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the display text was faded/dim. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive. The keypad cover was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).